Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 24mm aortic mechanical valve was not used. Instead, an aortic graft was implanted. No additional adverse patient effects were reported.